Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with failure code 814:04; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Sample evaluation: the customer reported condition, failure code 814:04, was confirmed by service. The reported condition was caused by a faulty air-in-line printed circuit boead (ail pcb). The ail pcb was replaced to fix the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4).a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.